Event description:
It was reported the system had a communication error displayed when attempting to cine and the workstation would lock up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.